Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code-batch for the same issue, one of them closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received an open and unused sample with the needle detached from the thread (thread is still wound on the pack). Although without any closed sample a proper analysis cannot be performed, taking into account the open sample received and there is a previous confirmed complaint for this code-batch regarding the same issue, we will consider this complaint to be confirmed as well. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open sample received shows that the needle is escaped from the thread. Final conclusion: taking into account that the open sample received does not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications and that there is a previous confirmed complaint for this code-batch and regarding the same issue, we conclude that the complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported a needle detachment before use.